Manufacturer narrative:
H3, h6: the reported bioraptor knotless suture anchor ¿ 72202403 intended for use in treatment, was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states: ¿during shoulder arthroscopy bankart repair, the bioraptor implant pulled out after deployed¿. An exact root cause cannot be determined with confidence. However, factors that could have contributed to the reported event include: improper use of device. The instruction for use (IFU 10600479) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported during shoulder arthroscopy bankart repair, the bioraptor implant pulled out after deployed. A possibility may be the patient¿s bone soft, but the surgeon was using a 2.7mm drill bit which was smaller than the implant size. Additional bone hole was used to complete the procedure and there was a bone hole left void. There was a delay greater than 2 hours and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.